Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Received a call from clinical products advisor regarding bd syringes 309653 and 3009912 which they have noticed excessive lubricant on the plunger.

Event description:
No additional information received. Received a call from clinical products advisor regarding bd syringes 309653 and 3009912 which they have noticed excessive lubricant on the plunger.

Manufacturer narrative:
(B)(4) follow up: it was reported there is excessive lubricant on the plunger. As a sample was not returned, a thorough sample evaluation could not performed. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a syringe with no packaging blister and the plunger rod-rubber stopper pushed all the way to the bottom of the syringe barrel. The other two photos show a syringe plunger rod-rubber stopper out of the syringe barrel. The rubber stopper has visible lubricant that is applied to the inner wall of the syringe barrel and rubber stopper. The lubricant is medical grade. This is considered and acceptable imperfection. A device history record review was completed for provided material number 309653, lot 4143043. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. No further action is recommended at this time. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.